Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: alignment damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of synthes device history records revealed the reaming rod measuring device was manufactured by (B)(4). Po 1419967 dated 11/28/12 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number 360if255 revision f on 12/4/12. The certificate of compliance (c of c) was dated 11/21/12. (B)(4) parts were released to the warehouse on 12/11/12. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4)

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Due to an unknown cause the alignment guide has become damaged. The material of the instrument was determined to be within specification and the device functions properly. The guide also conforms to the drawings for the inner and outer diameters. The instrument conformed to dimensional specifications at the time of manufacturing.